Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2017-11162. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 22x2.50mm, concentric, de novo, target lesion was located in a non-calcified left circumflex artery. An nc balloon was advanced over a non-bsc guidewire and the target lesion pre-dilated at 12 atmospheres. The 2.50 x 24mm promus element plus stent was deployed and post dilated with a quantum apex balloon. During fluoroscopy of the deployed stent, the physician noticed a vessel dissection at the distal portion of the stent. The dissection was treated with a 2.50 x 16mm promus element plus stent. No patient complications were reported. The patient was responding well to medication and their status was stable.